Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not delivering insulin properly. During a system check, the time and dater were incorrect. The settings were adjusted to address the event. Additionally, it was reported that insulin did not exit the tubing during the fill tubing step. Costumer's blood glucose was elevated; however, the exact value was not provided. Customer reverted to manual injections.